Event description:
It was reported that in between the ventricular assist device (vad) and cuff there was bleeding during implantation. The surgeon was advised to unlock the vad and adjust the pump position, which was done. Vad unlocking and adjustment was done twice but the bleeding between vad and cuff was still seen. The surgeon opted to open a new vad for the implant.

Manufacturer narrative:
Section a: patient information was requested but not provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
D6a - date of implant: correction. Manufacturer¿s investigation conclusion: the reported event of bleeding between the ventricular assist device (vad) and the apical cuff could not be confirmed through this evaluation since, as of 03sep2024, the vad has not been returned for evaluation, and no photographs were submitted of the reported issue. If the vad returns at a later date this file will be reopened. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided, and no additional follow- up attempts will be performed. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. Review of the manufacturing documentation found no deviations during installation, testing and inspection of the cuff lock during pump assembly. The assembly and inspection steps for the cuff lock include checking for damage, cycling the lock 10 times, engaging the lock with a dummy apical cuff, and additional inspections for damage, bends, and that the cuff lock arm pegs are properly positioned in the motor cap grooves. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C and the hm 3 lvas patient handbook, rev. D are currently available. Section 1 of the IFU ¿introduction¿ lists bleeding as an adverse event that may be associated with the use of the hm 3 lvas. Section 5 ¿surgical procedures¿ (under ¿preparing the ventricular apex site¿) contains information regarding the preparation of the ventricular apex site, including how to affix the apical cuff to the left ventricle. This section cautions that after the apical cuff has been sewn to the heart, the metal ring on the apical cuff should extend above the felt surface to allow proper engagement and locking with the slide lock of the heartmate 3 lvad. Ensure that apposition between the myocardial tissue and the cuff felt is continuous and sufficiently forceful to prevent bleeding. Section 5 also provides instructions on how to mate the pump to the apical cuff and describes the steps to ensure proper engagement of the cuff lock. Furthermore, section 5 states that during the implant process, a complete backup system (implant kit and external components) must be available on-site and in close proximity for use in an emergency. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.